Event description:
The customer was hospitalized for low bgs a week before. It was stated that the customer is treating low bgs with juice and will be seeing the doctor the following week. The programming was correct and the customer has disconnected. Advice to customer to keep off the pump and call the doctor for back up plan.